Event description:
It was reported the programmer screen is broken/unresponsive. The touch pen appeared to work well. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the broken display overlay and bezel assembly were replaced and calibrated. Also the stylus was replaced and calibrated and the missing hinge plate screw was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.